Event description:
Investigation results pending to be included.

Manufacturer narrative:
On (B)(6) 2024, on a 3dimensions (serial number (B)(6), the customer experienced multiple vertical travel assembly (vta) errors. This occurred during a patient exam/procedure. There was no alleged health consequence or impact to the patient or user. The field service engineer (fse) reviewed the logs and identified that uncommanded vertical motion was detected. The fse replaced the vertical drag brake. No part was returned, so no initial evaluation could be performed. Because no part was returned, the investigation will be limited. The motor clutch was replaced during the installation of this system (9/26/2019) as part of the field modification instruction. After the motor clutch replacement in troubleshooting, there were no subsequent uncontrolled motion or vta-related complaints. Based on this, the probable cause was a motor clutch malfunction. The root cause is unknown due to the unreturned part. The probable cause is that the motor clutch malfunctioned. Conclusion: in summary, while the root cause is unknown, the probable cause is a motor clutch malfunction. The risk index remains in zone 1 with an ri of 2. This is acceptable ris. A CAPA is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Device history record (DHR) review: serial number: (B)(6), sku: 3dm-sys-std, UDI: (B)(4), date of manufacture: 9/4/2019, installation date: 9/26/2019, complaint date: 4/25/2024, closest pm to complaint date: 4/17/2024. DHR review: no related discrepancies.

Event description:
It was reported that on april 25, multiple vta errors were received in the system during a procedure. A field engineer examined the equipment and found that uncommanded vertical motion was detected in the error log, followed by multiple vta faults. The field engineer replaced the vertical drag brake and verified the operation. The system is functioning properly and meets all manufacturer specifications. No injury was reported.